Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak coming from under the coulter lh 780 hematology analyzer. The volume of the leak was approximately 100ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. The leak did not affect patient results.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched to the customer site. The fse had observed that the source of the leak was quick disconnect (qd) 7 under the rocker bed. The qd7 was disconnected and slightly separated allowing the fluid to leak. The fse locked the two halves of qd7 together. No further evidence of leaking was observed. The cause of the leak was an open qd7. (B)(4).